Manufacturer narrative:
Additional info has been requested. Device manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records cannot be reviewed without a lot number.

Event description:
Pt was implanted with a pangea screw for a t3 to ilium lumbar fusion. Post-operatively, the polyaxial head disconnected from the screw. Revision with a new screw was attempted, correct angulation was not able to be achieved with the new screw. The surgeon removed the construct.